Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2012-01304 addresses the first alliance syringe, while manufacturer report # 3005099803-2012-01303 addresses the second alliance syringe. It was reported to boston scientific corporation on (B)(6), 2012 that two alliance syringes were used during a dilatation in the esophagus performed on (B)(6), 2012. According to the complainant, when the package was opened, it was noticed that the gauge needle was stuck at 8 atms. The complainant removed another syringe from the packaging and found the needle to be stuck at 8 atms as well. A third alliance syringe was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.